Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic indicated that the insulin pump had a hardware low level failures alarm multiple times. The customer believed that the insulin pump was under delivering so they performed self test but the insulin pump had another insulin pump error alarm. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.

Manufacturer narrative:
Device passed displacement test; it failed self test returning an unexpected pump error 63. Pump error 63 is confirmed in the formatted history file due to a loose connection or a cold solder joint at keypad assembly. No unexpected audio or vibrate anomaly or absence of alarms were noted during testing.